Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered due to this right atrial (ra) lead exhibiting low amplitude. Additionally, undersensing of atrial signals were observed at maximum sensitivity, and the patient's notes indicate a history of undersensing. The patient was seen in clinic on the same day that the alert was transmitted. No further programming changes are available. The related device is currently set to dual chamber rate responsive (ddir) mode. This lead remains implanted and in service. No adverse patient effects were reported.